Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® c&s transfer straw kit there was sterility (product not sterile). The following information was provided by the initial reporter. The customer stated: "the urine kit that includes tube for urine culture and adaptor for transference had the needle exposed without its shield. There was no holder as well."

Event description:
It was reported when using the bd vacutainer® c&s transfer straw kit there was sterility (product not sterile). The following information was provided by the initial reporter. The customer stated: "the urine kit that includes tube for urine culture and adaptor for transference had the needle exposed without its shield. There was no holder as well."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and revealed the presence of separation, as the holder has become separated from the straw and needle assembly. Additionally, an extra straw/needle were in the package. The packaging label is correct for the product specification. Additionally, retention samples from bd inventory were evaluated by visual examination with no holder and straw/needle separation observed and all correct components identified. Inspections were completed during the production run with no issues being identified. A programming change was completed on 10/22/2021 that would stop the machine if adhesive bond was not applied to the product. The reported batch # 1127689 was manufactured before the programming change was implemented. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of holder and straw/needle assembly separation and extra straw/needle based on the provided photo. The packaging label is correct for the product specification.